Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.00/2.0/110 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The doctor reported the patient experienced lens rotation. The surgeon repositioned the lens and the problem was resolved. The cause of the event was reported as a patient related factor and unknown and noted, "worst squeezer I've ever done". H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: lens repositioning was performed on (B)(6) 2023. Claim#: (B)(4).

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk . A6: unk . B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. The lens had rotated and remained implanted. Additional information has been requested but none has been forthcoming.